Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an adhesive event of infusion set fell off event on (B)(6) 2024. No further information was available.

Manufacturer narrative:
E1: patient city: madrid. Patient country: spain.